Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/13/2016 with defect found. Test strips not returned for evaluation. Most likely root cause is foreign material on strip connector.

Event description:
The customer is calling because he feels that the results he is getting from his meter are reading too high. The customer's expected fasting blood glucose test result range is 73-105mg/dl. The customer stated that he is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer stated that he has not made any recent changes in his diet, exercise regimen or medication. The customer is testing twice a day (fasting) and is taking medication for his diabetes (metformin). The customer is storing the meter and test strips in the kitchen. The test strip lot manufacturer's expiration date is 1/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).